Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent difficulty charging the pump with the usb cable and wall adapter. Reportedly, the pump was able to be charged with different charging supplies. The customer's blood glucose level was 320mg/dl.